Manufacturer narrative:
A philips remote service engineer (rse) reviewed that configuration file of the monitor and stated that no technical malfunction was visible. The rse reviewed the incident and stated that the a qrs complex visible in derivations I and v, but the monitor calculated a 120 bpm fc, preventing its detection asystically. The rse confirmed that the absence of an asystole alarm is linked to the configuration of the monitor. Following the patient discharge the monitor returned to default settings and functioned properly. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporting phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating the system asystole alarm did not sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.